Event description:
Last month, a percutaneous endoscopic gastrostomy (peg)tube was inserted after the ultrasound confirmed no ascites was seen. The next day, the tube feeds (tf) begun at 20ml/hour. The next day the pt complained of back pain. The following day, a pneumoperitoneum was noted. The next day, the surgeon examined the pt and a CT and noted a probable small air leak around the tube that was not considered clinically significant. The tube was secured and authorization given to continue. The tf was given. The following day, the md was called to see the pt for report of the peg leaking clear/yellowish fluid that was thought to be ascites fluid. The tf were held. The pt's abdomen was distended although no residuals were noted. Later in the day a large amount of clear yellow/green fluid was seen leaking around the peg tube. The pt was taken to the or emergently for an exploratory laparotomy and found to have peritonitis and a dislodged peg tube. The abdominal wall-bumper remained in the stomach. The pt now had sepsis in addition to underlying cirrhosis, respiratory failure and subsequent renal failure. The family withdrew care and the pt expired.